Event description:
Three pt samples with discrepant creatinine plus results. The initial results were questioned by the physician, and the samples were repeated. Pt 1: in 2007, initial result gave 211.5 umol/l; repeat gave 64.2 umol/l. Pt 2. On the next day, initial result gave 82.7 umol/l; repeat gave 62.1 umol/l. Pt 3. On the same day, initial result gave 348.1 umol/l; repeat gave 59.5 umol/l. Erroneous results were reported. No info provided to determine if results were used to guide therapy. If add'l info is received, appropriate notification will be provided.